Event description:
On (B)(6) 2011 a spectra penile prosthesis was implanted. On (B)(6) 2011, the entire device was removed and replaced. The reason for the replacement was not provided. Additional info has been requested.

Manufacturer narrative:
Should additional info become available regarding this event, it will be reevaluated and a follow-up report will be sent.